Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with upper abdominal discomfort and redness and tenderness at the driveline site. The patient had also been experiencing a fever and chills for one day. The patient noticed that their driveline site had yellowish drainage and was bleeding. No left ventricular assist device (lvad) alarms or malfunctions had occurred. The patient was hypertensive with a mean arterial pressure of 90 mmhg. The patient had leukocytosis. The driveline site wound cultures were positive for staphylococcus aureus. The patient was treated with vancomycin and piperacillin tazobactam. A computed tomography (CT) scan was performed which showed subcutaneous thickening but no abscess formation. A driveline debridement was performed by cardiac surgery on (B)(6) 2018. No fluid collections were noted. Therapy was then deescalated to cefazolin, 1mg twice a day. The patient also developed an acute kidney injury (aki). A workup including urine lytes were sent and were found to be pre-renal etiology. Home diuretics and lisinopril were held. One liter of intravenous fluids were given. The patient continued to have induration medial to the driveline.

Manufacturer narrative:
This event was determined to be a duplicate/additional information to MFR # 2916596-2020-05015.